Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 270 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarm was noted during testing. The motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).